Manufacturer narrative:
The injury required medical intervention and the user was prescribed to wear an ankle brace and attend physical therapy for the injury.

Event description:
It was alleged that the user was attempting to engage the brake from the head end of the stretcher and twisted their ankle due to the difficulty to engage the brake which resulted in a sprained ankle.

Manufacturer narrative:
The device was not available for evaluation. The user facility was informed that if the device becomes available they may contact stryker for an evaluation. The device was not available for evaluation.

Event description:
It was alleged that the user was attempting to engage the brake from the head end of the stretcher and twisted their ankle due to the difficulty to engage the brake which resulted in a sprained ankle.